Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead presented an increase in lateral branch thresholds. The right ventricular lead from the same system showed anodal stimulation. The left ventricular lead was repositioned to correct the issue. No additional adverse patient effects were reported.